Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient felt warmth at the ipg site during recharging. She also reported feeling a heating sensation at the ipg site while using certain stimulation settings, when she is near a stove or when she is outside in the sunshine. The patient stated the sensation felt like the ipg was conducting surrounding heat. She allegedly keeps the system on at all times. No further patient complications were reported. On (B)(6) 2012 (B)(4), neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.